Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was treated for elevated blood glucose (bg) of 468 mg/dl with a moderate level of ketones associated with an alleged inaccurate delivery. Reportedly, discontinued pump therapy and received health care provider treatment in the form of phone advice and was treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. Troubleshooting also revealed that the patient was instructed by their healthcare provider to take the basal rate out of the pump and use the pump for bolus purposes only. The patient copied the basal rate from the pump before erasing the basal program. Troubleshooting also showed that there was no indication that the patient was changing their infusion set as per instructions for use. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.